Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a refill in which the patient's drug concentration was changed from lioresal 500mcg/ml to 1000mcg/ml, the patient's health care provider (hcp) did not program a bridge bolus. "48 hours later" the hcp was informed the old drug concentration had been delivered and the patient was getting twice the appropriate dose of the new concentration. The patient returned to the hcp where the patient's pump was reprogrammed to the correct infusion rate for the new dosage. No problems were reported with the patient or the pump. Additional information has been requested. A follow-up report will be sent if additional information becomes available.